Event description:
The customer reported that the insulin pump was not filling the infusion set tubing. She stated the insulin was coming out but there were no numbers. The customer tried again and stated the fill tubing would not stop, even with insulin coming out, and she was unable to exit the preparing to prime loop. The customer was instructed to hold down the act button until receiving a second series of beeps and/or numbers on the display. Neither of these occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Her blood glucose was 172 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.